Manufacturer narrative:
The siemens headquarters support center (hsc) was contacted by the customer. The hsc evaluated the instrument data and reviewed the result monitors. After data evaluation, the hsc determined there was no calcium contamination and acceptable reagent delivery during the time of the event. Sample tubes are spun off-site. The hsc recommended to the customer, storing samples upright after centrifugation to prevent displacement of the gel barrier. The cause of the discordant ca result is unknown. The customer successfully repeated the sample. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The customer repeated the sample a second time, also resulting higher. The first repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ca result.